Manufacturer narrative:
(B)(4). The customer reported to have replaced the breath delivery unit (bdu) printed circuit board (pcb). The service engineer (se) uploaded the operational software only and performed the device evaluation. The unit passed all testing and operates within the manufacturing specifications.

Event description:
Information was received stating that due to an 840 ventilator malfunction the patient was placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.